Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, the insulin pump had unresponsive esc and act button due to moisture damage keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer had to discontinue the insulin pump use and follow his/her medical prescription for insulin shots until replacement arrives no further information provided.